Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and teratoma ("teratoma") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), teratoma (seriousness criterion medically significant), fatigue ("chronic fatigue"), systemic lupus erythematosus ("lupus") and ovarian mass ("two large masses between her ovaries"). The patient was treated with surgery (hysterectomy in late 2011). Essure was removed in 2011. At the time of the report, the pelvic pain, teratoma, fatigue, systemic lupus erythematosus and ovarian mass outcome was unknown. The reporter considered fatigue, ovarian mass, pelvic pain, systemic lupus erythematosus and teratoma to be related to essure. Further company follow-up with the consumer, lawyer or lawyer is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain') and systemic lupus erythematosus ('lupus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), fatigue ("chronic fatigue"), ovarian mass ("two large masses between her ovaries") and fibromyalgia ("other injury(ies) or complication(s) please describe: fibromyalgia") and was found to have teratoma ("teratoma / other injury(ies) or complication(s) please describe: teratoma"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed in 2011. At the time of the report, the pelvic pain, systemic lupus erythematosus, teratoma, fatigue, ovarian mass and fibromyalgia outcome was unknown. The reporter considered fatigue, fibromyalgia, ovarian mass, pelvic pain, systemic lupus erythematosus and teratoma to be related to essure. Further company follow-up with the consumer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 21-jun-2019: pfs was received: events: device monitoring procedure not performed, fibromyalgia were added. Patient details were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.